Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that one tw1.25l was fractured. Procedure has been completed with another tool driver.

Manufacturer narrative:
It was reported that two out of three drivers were bent (tw1.25 + tw1.25l) and the third (tw1.25l) was fractured. Zimvie receives one torque wrench hex driver (tw1.25), and two long torque wrench hex drivers (tw1.25l) for investigation (see attached images). Visual/physical evaluation of the returned devices identified bent tips on the tw1.25 and one tw1.25l. The other tw1.25l device had the tip fractured. Note: this investigation addresses the device, first reported tw1.25l. DHR review for the lot (2020090714) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2020090714) and no similar event or complaint was found. The customer did not submit images/x-ray for the reported event. Appropriate documents were reviewed. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation is inadequate maintenance - device should be inspected and cleaned before each use. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Use of the short and long tool drivers to unscrew a healing screw in position 16. The unscrewing was very difficult and three instruments were damaged. (2 were bent (tw1.25 + tw1.25l) and the third one was fractured (tw1.25l) ). Procedure has been completes with another tool driver.